Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the plant investigation.

Event description:
A peritoneal dialysis (pd) patient reported during dwell 4 of 5 the cycler alarmed for air detected in the cassette and fluid was observed all over the floor. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient did not experience any adverse event and continued cycler use for following treatments. The pd rn indicated that patient had not had further issues. The sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.